Event description:
It was reported that the rotational speed did not display. A ce rotablator console kit was selected for use. During the procedure, it was noted that the rotation speed did not display. The procedure was completed with the device. No complications were reported, and patient is stable post procedure.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained.